Manufacturer narrative:
The softcomponents of the housing are worn down heavily. Therefore moisture may enter the insulin pump and destroy the pump electronics. Additionally to this damage the pump correctly triggered the e7 error message. The buttons were tested successfully and the functionality fulfill the product specification. The problem mentioned by the customer is related to careless handling of the product.

Event description:
On (B)(6) 2013, it was reported that the patient's infusion device displayed e8 (power interrupt) and none of the buttons on the device were functioning. Before the device displayed e8, it had been consuming batteries at a rate of one battery per 24 hours. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and was requested to be returned for product evaluation.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.